Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 345. Event history log records has multiple occurrences for system error 345.the cause was identified to be the force sensor and the ultrasonic senor which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.